Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Reliability analysis evaluated seven opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Conducted occlusion testing, and the reservoir passed. Fluid did flow through the infusion set, and no occlusion was noted.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 for a low blood glucose level of 22 mg/dl. The customer was transported by the paramedics for low blood glucose. The customer stated they were low on supplies for their insulin pump. The customer stated they had eight or nine quicksets, and reservoirs that did not work. The customer declined troubleshooting the issue. The device was not returned for analysis.